Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "upon insertion, was noted to have blood inside the helium tubing. The pump was turned off and exchanged for a new catheter". No patient harm or injury. The patient status is reported as "stable".